Event description:
Reportedly, the device was explanted at implant for unknown reasons. No further details were provided. The device will not be returned (discarded at hospital).

Manufacturer narrative:
Information was learned through (B) (6) implant patient registry. Customer letter not required. This was determined reportable per edwards lifesciences procedures. The DHR review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available. Device will not be returned. Discarded at hospital.